Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a suspected over infusion of an unspecified medication using a pca device without any details about the event. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a pca over infusion could not be confirmed or duplicated. The customer provided no details and no date or time for the incident. The log review for the last believed usage on (B)(6) 2016 found an infusion of the drug morphine was programmed with the infusion placed in a paused state just after it was started and was terminated a minute later. Visual inspection of the returned pca module noted no significant issues or anomalies with the condition of the device. The instrument seal was intact. Testing and inspection of the returned pca module found no malfunctions and the device¿s accuracy to be within specification. The root cause for the alleged pca over infusion is unknown.